Event description:
It is reported that due to the incorrect intraocular lens (iol) power chosen, the lens was explanted. No patient injury was reported.

Manufacturer narrative:
(B)(4). Lens received for return; evaluation pending. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Evaluation of the returned lens found it to be covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it meets specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.